Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: (B)(4). The reported device was received for evaluation. The reported condition was not confirmed. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Patient identifier is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor indicated that the implant tsvmb8 was placed near the mandibular nerve. The patient felt pain, hyperesthesia, immediately after placement. The doctor removed the implant.